Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the unit did not turn and needed upgrade; also, the motor was jammed, per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, the motor was corroded, jammed, and besides the motor was not turning, therefore it was replaced. The keypad was not responded properly, stuck and the values were out of the range; in relation of this, the buttons were defective. The protective earth conductor resistance was out of tolerance due to it was found a short circuit; in consequence the motor cable was replaced. Finally, the upgrade was completed including the repair for the blade to lock into the save. The repair and testing of the unit were completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The root cause for motor turning can be attribute to a possible internal deterioration. Besides, the wear of the internal components as lack of maintenance. Also, the short circuit on cable may be related to electrical components. However, this cannot be conclusively affirmed. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 04-28-2017 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate, that during an unknown procedure, the motor of a fms tornado micro handpiece with buttons was jammed and not able to turn. Procedure was completed with a replacement device. No surgical delay or patient consequence reported.